Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. The shipping inspection record regarding the involved product code/lot# combination was reviewed for the sliding resistance of the distal tip. It was confirmed that no anomaly was noted in it. (B)(4).

Event description:
The user facility the involved runthrough ns was used during the procedure. Reversing the stent when the guide is removed. When the angioplasty guide was removed, it remained trapped in the stent and caused the stent to be disinserted. The patient was not harmed. The procedure outcome was not reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual sample was confirmed to not be available. IFU states: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire. It is likely that the guidewire was inserted and placed in a side branch as a protection wire. After the stent placed in a main branch was pre-dilated, an attempt to pull out the guidewire was made; however, the guidewire was caught between the stent strut and vessel wall/stenotic lesion and stuck. When the guidewire was pulled to be released from the sticking state, the stent was crushed. When an attempt was made to insert the guidewire into a side branch through the expanded stent strut or to withdraw the guidewire after the insertion and completion of the procedure, the guidewire was caught in the stent strut and stuck. When the guidewire was pulled to be released from the sticking state, the stent was crushed. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.